Manufacturer narrative:
Device unique identifier (UDI): device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years and 4 months. The replaced portion of the percutaneous lead and the explanted device were received for investigation. The evaluation is not yet complete. No further information is available at this time. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. On 4/26/2016, it was reported that the patient experienced low flow, low speed operation, pump disconnect and pump stoppage alarms. The healthcare professionals suspected a percutaneous lead short to shield issue. The patient was asymptomatic. The submitted system controller log file analyzed by the manufacturer¿s technical services representative confirmed pump stoppage events which resulted in low flow, low speed, pump disconnected and pump off alarms. These events occurred while the patient was connected to the power module. An onsite evaluation of the patient¿s percutaneous lead was scheduled for (B)(6) 2016. On (B)(6) 2016, the manufacturer¿s technical services representatives replaced approximately 22 inches of the external portion of the percutaneous lead. After the repair, no further alarms were observed while the patient was connected to the power module with the use of a grounded patient cable. On (B)(6) 2016, the patient was admitted due to a pump stop while at home. The patient¿s lab results indicated that the lactate dehydrogenase (ldh) level was elevated from 419 u/l to approximately 1181 u/l. The patient¿s inr on admission was 2.4. A pump exchange was performed on (B)(6) 2016. The patient was reported to be doing well post the pump exchange and the ldh value had stabilized. No further information was provided.

Manufacturer narrative:
Approximately 21.5 inches of the replaced external portion/distal end of the percutaneous lead (lead) and the explanted pump with the lead cut approximately 1 inch from the pump housing were returned for evaluation. A portion of the severed lead removed during explant, measuring approximately 8 inches in length, was also returned. Continuity testing was performed on each portion of the lead and all wires were found to be electrically intact. However, upon removal of the bionate and metal shielding layers, visual examination of the underlying wires revealed a breach in the insulation of the brown and orange wires adjacent to the metal/system controller connector, consistent with the findings upon review of x-ray images. Another breach was observed at what would have been approximately 8.5 inches from the pump housing, respectively. The inner conductors of the orange and brown wires were exposed as result of the insulation breach. There was no evidence of mechanical damage such as crushing or pinching. Abrasion marks on the other wires were observed adjacent to the location of the insulation breaches. The insulation breaches appeared to have been the result of abrasion against the metal shielding due to repetitive movement of the lead in this area. An interruption in pump function would have occurred if the exposed conductors of either wires contacted the braided shield and created an electrical short to ground while the system was supported by the power module. If both insulation breaches were present at the time same time, pump function could have also been interrupted if the exposed conductors of both wires simultaneously contacted the braided shield while the system was supported by either batteries or the power module. Review of log file data confirmed the reported pump stoppage and speed drop events, consistent with the evaluation of the returned lead. Upon disassembly of the returned pump, examination of the blood tube and rotor inlet section revealed a thrombus formation adhered to the inlet bearing cup and ball. The inlet bearing cup was unseated from its bore in the distal-side of the inlet stator during the disassembly due to the thrombus. The thrombus appeared to have evidence of laminated layering, which is an indication that it developed over an undetermined time while the pump was operating. Examination of the proximal-side of the outlet stator revealed non-laminated depositions situated in between outlet bearing ball and the stator blades. The structure of these depositions and lack of laminated layering suggests that they did not form in this location. Although their origins and duration of time for which they were present in this area could not be conclusively determined, the lack of circumferential contact marks on the outlet bearing cup and outlet cone section of the rotor suggests that the depositions were not present in the outlet stator while the pump was operating. The thrombus formations found in the pump would have contributed to the reported elevation in the patient¿s lactate dehydrogenase level. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the thrombus. A direct correlation between the compromised wires and the observed deposition could not be conclusively determined. Hemolysis and device thrombosis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.